Event description:
It was reported that the guidezilla became fractured. The 88% stenosed target lesion was located in the distal left anterior descending (lad) artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla connection was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Lot number corrected from 0022126312 to 22200595. Expiration date corrected from 15-may-2020 to 03-jun-2020. Device evaluated by MFR.: the device was returned for evaluation. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspectin observed a partial separation in the collar/shaft area, kinks in the hypotube located at 22cm and 24.5cm from the hub. In addition, the tip was observed to be damaged (flared/stretched). Inspection of the remainder of the device found no damage or defects.

Event description:
It was reported that the guidezilla became fractured. The 88% stenosed target lesion was located in the distal left anterior descending (lad) artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla connection was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.